Event description:
The caller reported that the cartridge was not fitting properly on the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support instructed the caller to remove the pump case, clean the pneumatic tap area, and remove an o-ring causing the issue. The caller successfully reloaded the original cartridge and resumed insulin therapy.